Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) felt a shift after bending over. The patient advocate also mentioned that the patient got inappropriate shock. This crt-d was explanted. No additional adverse patient effects were reported.